Event description:
(B)(4) product quality issue product problem: patient presented to clinic to report pen needles were malfunctioning. He states he would pull the needle cap off and the needle was sticking in the cap. He tried to screw the needle on without success. He changed to a different box of pen needles and had no further problems. Per patient, lot number: 3312545, mfg date: 2023-12-02, expiration date: 2028-11-30. He wasted approximately 12 needles that didn`t work. Reference reports: mw5164028, mw5164029, mw5164030, mw5164031, mw5164032, mw5164033, mw5164034, mw5164035, mw5164036, mw5164037, mw5164039.